Event description:
Report rec'd from USA stating that the device has bearing damage. The device was being used during surgery, however no injuries or medical intervention were reported. It is unk if there was a delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).